Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor coupling. The patient was having difficulty starting a charging session and using their recharging equipment. The patient was encountering a blank recharger screen. The patient was having coupling issues and briefly saw coupling boxes filled in but then it disappeared. Recharger belt was reported to be loose fitting even when tightening. It was reported that charging was difficult because ins was implanted kind of deep. It was mentioned that the patient thinks the ins is dead and was hurting them when they sit because it digs into them. It was also reported that the patient was admitted to the ER after implant procedure with severe abdominal and back pain. No further complications reported and/or anticipated.